Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was inserted suprapubically, and lasted in situ for only two weeks. The allegement occurred on three different incidents. The exact dates were unknown. The patient alleged that each time the catheter was removed, the junction between the balloon port & the catheter tubing port appeared worn away, and the water seeped out of the balloon causing balloon deflation.

Event description:
It was reported that the catheter was inserted suprapubically, and lasted in situ for only two weeks. The allegement occurred on three different incidents. The exact dates were unknown. The patient alleged that each time the catheter was removed, the junction between the balloon port & the catheter tubing port appeared worn away, allegedly causing water to seep out of the balloon.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water" corrections: event, concomitant medical products and device evaluated by MFR.